Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty ac power module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The customer was advised to replace the ac power module to return the device to working condition. The customer noted they replaced the ac power module with a spare part. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the ac module for the unit was making a hissing noise and failed to charge the installed battery. There was no patient involvement.